Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead had a possible fracture and high impedance. The right atrial lead was noted to have high threshold. Both leads were capped and replaced. No patient complications have been reported as a result of this event.